Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information received indicates a right ventricular tear was repaired during surgery and the patient has since discharged from the hospital.

Event description:
During an atrial flutter ablation procedure, a pericardial effusion occurred. While ablating with a tacticath quartz ablation catheter on the cavotricuspid isthmus, a steam pop occurred. The patient became hypotensive and an intracardiac echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. Later that evening the patient was transferred to surgery for repair of the cardiac perforation.